Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer inserted the sensor for 4 days and it is not working for the past hour and an half. The customer pump is suspend and say 3.3 and took blood glucose and it was 11.0 mg/dl. The customer was that there are big differences between sensor glucose versus blood glucose. The customer was asked to give a couple of hours to stabilized and call if any issue. The customer was advised that we will ship sensor as a courtesy.